Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the device was not performing well. The clips were not closing or were crossing. No patient consequences were reported. The device has been discarded.